Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the implant procedure. Procedure related harms and the final patient disposition could not be ascertained, however, there have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 5 months post index procedure the patient returned with a late persistent type ia endoleak. The physician elected to re-intervene by using onyx glue to seal the leak, successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.